Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is showing a jittery display. There was no patient involvement reported .

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed display blinking problem. Fse replaced the display and the video receiver to lcd cable with no improvement. Fse tried a second cable for testing but there was a slight display improved and there was still some jittery pixilating around the bottom edge. Fse also noted that the jitters and pixilating seemed to degrade (get worse) with time as the unit warmed up. Fse replaced the coiled cable between the console and user interface. Fse performed all functional tests and validated calibration. Device cleared for clinical use.